Event description:
Complainant alleged that while attempting to defibrillate a pt, the device did not discharge. User cycled the power and was able to successfully defibrillate. Biomed was unable to duplicate the alleged malfunction. Customer has declined to return the device for evaluation. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.